Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that prior to a case (case date/ type information was not provided), the light of the device was dimming. No patient impact reported.

Manufacturer narrative:
Per investigation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "led does not work or works very dimly" was confirmed, and further defects were detected. In total the following defects were detected: blade damaged. Adhesive points on camera head worn. Housing damaged. Cover damaged. Plug worn. Led lights up dimly. Stains in the image. Leak. Leak between plug and cover. Weld seam broken. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which was caused during use and the reprocessing process. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and leads to a reduction in light intensity. The instructions for use specify that a visual and functional inspection must be carried out before starting a procedure, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The investigations carried out above did not reveal any causes related to the labelling, or the device history. All production-related quality checks were passed and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. This event is filed under internal complaint ID (B)(4).